Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the anterior surface of the pcb00 +21.0 diopter tecnis monofocal iol (intraocular lens) was observed damaged during the post-operative examination. Reportedly, the lens remains implanted. Additional information was received and it was learnt that the lens was chipped but there were no issues for the patient and no plans to explant the lens. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as to date it remains implanted. A photo was provided and it was evaluated. It was observed as if the lens was punctured. Throughout the manufacturing processes, 100% visual inspection was performed utilizing a microscope magnification that would have identified and discarded any lens with similar defect. Based on the evidence, it is not possible to confirm if the defect is related to manufacturing since the reported device was handled and prepared for surgical procedure. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.